Event description:
It is reported that a customer has air bubbles in their reservoir compartment. The pt's blood glucose level was not recorded. The customer stated that there were no significant events that could have led to the issue. The customer could not finish trouble shooting because the customer did not have a tubing clamp. No further info was provided.

Manufacturer narrative:
(B)(4). Currently it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further info will follow once the analysis has been completed. No conclusion can be drawn at this time.